Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient says that when they charge implanted neurostimulator it only charges up for maybe 3 minutes and then it says to call medtronic but they can't remember what the screen said. Pt said this started happening last week. Patient says they charged implanted neurostimulator overnight, and now its at 30 percent. Patient doesn't have time to troubleshoot during the call because they are on their way to a procedure and had to turn MRI mode on, but then it said to charge ins. Pt is going to go to their procedure and will then call pats back for troubleshooting when they have time.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and stated that they have been having a hard time recharging their implantable neurostimulator (ins). Patient stated that they would try to charge their ins and every couple of minutes they would get a recharger needs attention message please unlock controller, but they could not unlock the controller. Patient stated they could only charge the ins up to 40%. Patient reset the controller and cleaned the controller port pins. Patient confirmed seeing no damages on the battery pack. Patient started a charging session. After a couple of minutes, the controller showed a software problem rm03 message. The issue was not resolved. A request was sent to repair to replace the recharger.